Event description:
Hcp reported the low battery alarm was heard when the pump was refilled on 6/2002. The patient had complaints of increase spasticity sometime after this. The pump was replaced on 2002. The patient recovered without sequela.